Manufacturer narrative:
The field service representative (fsr) could not verify the issue that the ccm was not responding to touch. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device will be sent back to the manufacturer to be further evaluated.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touch screen was intermittently not responding. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed via the data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the central control monitor touchscreen to function as intended throughout the evaluation. There were no lapses in the touchscreen functionality.

Manufacturer narrative:
Updated block: b3, b5, d10 & h6.

Event description:
Additional information was received stating that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) was not able to duplicate the reported complaint. The srt did not observe any lapse in function of the central control monitor (ccm) throughout the evaluation. The ccm function as intended and there were no signs of touch screen issues. The unit operated to the manufacturer's specifications. Per data log analysis, this issue occurred on (B)(6) 2020 and the system was left running. The system log was exported on (B)(6) 2020, which purged all of the system log (ccm) entries on (B)(6) 2020. The local area network/interface board (lan I/f) log does show on (B)(6) 2020 buffer overflows, indicating the ccm likely froze which would look like the touch screen stopped working. The log does confirm the complaint.